Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration failure - 1051" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The smart pneumatic module (spm) board was replaced as a precaution. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.